Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after non-sustained right ventricular oversensing (nsrvo) events that looked like myopotential oversensing on the v channel was noted via follow-up remote. Pocket manipulation and deep breathing exercises with low frequency attenuation on and off was performed to see if that would help eliminate that myopotential oversensing. Programming changes were not made. No further nsrvo episodes have been noted. Patient was asymptomatic and will continue to be monitored.